Manufacturer narrative:
(B)(4). It was reported the lesion was not pre-dilated prior to use of the vision stent delivery system, which also may have contributed to the balloon rupture. It should be noted the vision instructions for use states: pre-dilate the lesion with a ptca catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to material rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 8atm, which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. This type of reported event will continue to be monitored. All products are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the procedure was to treat a 99% stenosis of the mildly tortuous, mildly calcified left anterior descending artery. Direct stenting with a 4.0 x 23 vision was performed and the 4.0 x 18 vision was deployed proximal to the stent. During deployment of the 4.0 x 18 vision stent, the balloon ruptured at 8 atmospheres. The 4.0 x 23 vision balloon was used for post-dilatation and the 4.0 x 18 stent was expanded well with a good vessel result. There was no reported adverse patient effect. Though requested, no additional information was provided.